Event description:
It was reported that during an ablation procedure, blue pixels appeared toward second half of the ablation while using the laser power at 100%. Blue pixels were noted as artifact and the procedure was continued. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.